Manufacturer narrative:
(B)(6). (B)(4). The expiration date was provided as october 2018.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). An erroneous result was reported outside of the laboratory to the doctor. The sample was initially tested twice, and each result was > 3000 pg/ml accompanied by a data flag. The sample was diluted 1:10 and repeated, resulting as > 30000 pg/ml. There were less than 5 tests remaining in the reagent pack at the time of testing. The sample was repeated on (B)(6) 2018 using a new reagent pack and it resulted as 45.49 pg/ml. A sample mismatch could be excluded since fsh results from the same sample were reproducible. No adverse events were alleged to have occurred with the patient. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The field service engineer replaced pinch tubing and proactively replaced the mixer paddle. He checked the pressure and ran performance testing.

Manufacturer narrative:
No further issues have occurred after the performed service actions. Calibration and controls were acceptable, so there was no indication of a reagent issue. The sample centrifugation g-force was too high. The investigation was unable to find a definitive root cause.